Manufacturer narrative:
Corrected data: d4 - additional device information.

Event description:
It was reported the patient was undergoing a procedure to implant an scs system and coded after anesthesia was administered. Patient was unable to be revived and passed away. No devices had been implanted nor had any devices been opened before the patient passed away. Manufacturer was not informed of any existing patient medical conditions.